Event description:
The tip of the drill bit has become damaged and it was hard to disengage from screws.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history lot - null device history batch - null device history review - null all medical device reports associated with the same/similar device(s) and device interaction (2+ devices) : unable to disassemble were reviewed. It was determined device interaction (2+ devices) : unable to disassemble has not caused or contributed to any deaths or serious injuries within the time period of (B)(6), 2020 ¿ (B)(6), 2023. In total, there have been zero serious injuries and zero deaths reports related to device interaction (2+ devices) : unable to disassemble in the last 3.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, device interaction (2+ devices) : unable to disassemble associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.